Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful ring repair.per the operative report of 07/07/2009, "the echo showed that though the degree of mitral regurgitation was significantly decreased, there was still perhaps moderate mr left and that there was some restriction of the anterior leaflet. We did not feel that it would be an acceptable result to leave her with this degree of mr, therefore, we reinstituted cardiopulmonary bypass....the ring was taken down."

Event description:
It was reported that after taking a breast tissue sample, the physician noticed that the biopsy needle could not be fully closed. Reportedly, when comparing the length of the inner cannula, a difference in length was seen. The needles were about 3mm longer. Two needles were used on the same pt. No pt injury reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.